Manufacturer narrative:
(B)(4). Recall: 3004450973-08/18/2015-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that expired actifuse was used during hip surgery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.